Manufacturer narrative:
(B)(4) date sent: 2/2/2016. Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired at least four times on the vessel where the clip would not completely form. The case was completed using another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4): batch # m93179. The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 10 conforming clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.